Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unspecified source via a company representative regarding a patient implanted with a pump for non- malignant pain. It was reported that there was a suspected cerebrospinal fluid (csf) leak so the entire catheter was replaced on (B)(6) 2019. The patient had fluid in the pump pocket and in the back and had been symptomatic with headaches, etc. It was noted that the pump did not contain drug, only sterile water. Water was currently being administered at a minimum dose rate. No further patient complications have been reported as a result of this event.